Event description:
Boston scientific received information that one day post implant it was noted that this right ventricular lead testing revealed poor sensing and no capture at max output. Upon repositioning, the lead became lodged and immobilized around the tricuspid area. After multiple attempts to remove the lead, the physician opted to suture and abandon the lead. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.